Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-11816. Related manufacturer reference number: 2017865-2019-11817. It was reported that the patient presented in clinic for a follow-up. Upon interrogation of the patient's pacemaker, noise was noted on both the right atrial and right ventricular leads. The noise was reproducible through pocket manipulation. The device and leads were explanted and replaced. It was noted that when the pocket was opened, no noise was produced when manipulating the device. In addition, there were no visual anomalies observed with the leads. The patient's condition was stable throughout the event.

Manufacturer narrative:
The reported event of ¿noise¿ was confirmed. External insulation abrasion was noted at 8.4-8.8 cm from the connector pin exposing the outer coil consistent with lead friction to the pm can. A full outer insulation degradation was noted at 16.3 cm from the connector pin exposing the outer coil.